Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was not able to implant the eccentric glenosphere. The surgeon was unable to get the central screw of the glenosphere engaged into the meteglene.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint description statest that the surgeon was not able to implant the eccentric glenosphere. The surgeon was unable to get the central screw of the glenosphere engaged into the metaglene. The glenosphere associated to the complaint was returned for analysis and shows a deterioration of the thread of the fixing screw of the glenosphere. The metaglene was not returned as it was never explanted. Medical records have been provided for review. The customer reported a device defect. More information is required to investigate the reported defect. It is not possible to determine if there was a manufacturing fault. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product codes and lot numbers combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. It could be due to a deterioration during installation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the operative note indicated the surgeon believes there was an issue with the screwing mechanism of the 38 mm glenosphere. He did not feel there was an issue with the baseplate. There is no new information that would change the existing MDR decision.